Manufacturer narrative:
Correction: b1 - type of report, adverse event field should be left blank. B2 - outcomes attributed to adverse, required intervention to prevent permanent impairment/damage (devices) field should be left blank. The correct event description in b5 should have been 'it was reported that the patient presented for generator change. During the procedure, after the pocket was opened, it was noted that the right ventricular (rv) lead exhibited insulation breach which was observed visually. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.' Rather than 'it was reported that the patient presented for lead revision procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insulation breach. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.' H1 - type of reportable event should be selected as 'malfunction' rather than 'serious injury'. H6 - health effect impact code should be 'prolonged surgery' rather 'additional surgery'.

Event description:
It was reported that the patient presented for a generator change. During the procedure, after the pocket was opened, it was noted that the right ventricular (rv) lead exhibited an insulation breach, which was observed visually. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for lead revision procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insulation breach. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.